Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys/ expiration date: 28-feb-2020 / serial#: (B)(4), dev rtn to MFR? No. Mfg date: 10-sep-2018. Device labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantation of the leadless implantable pulse generator (ipg) three attempts were made to deploy the ipg due to high thresholds and unsatisfactory sensing of r waves. It was also reported that on the third attempt to retrieve the ipg the cup of the delivery system and the ipg would not align. The physician suspected that the bottom of the cup of the delivery system was damaged. The ipg and delivery system were removed and the procedure was completed with a new ipg and delivery system. No patient complications have been reported as a result of this event.